Event description:
The customer reported a leak inside the hmx cap pierce instrument. The volume of the leak was about 2 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe rinse block was not properly adjusted and was overflowing. The fse adjusted the rinse block assembly and the instrument ran without any leaks. The repairs were verified per established procedures. Upon recur, the failure mode identified is likely to cause erroneous results for all parameters due to improper backwash of the probe. (B)(4).